Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by the manufacturer: the device was returned for analysis. A pusher wire, coil and introducer sheath were returned for this complaint. The coil and pusher wire arms were interlocked inside the introducer sheath. The introducer sheath was inspected and no anomalies were noted. The twist lock of the introducer sheath had been opened. The pusher wire was inspected and was found kinked. The coil was returned kinked and stretched. No more damages were found. The pusher wire was advanced through the introducer sheath without problems, however a some resistance was felt. Microscopic inspection of the pusher wire revealed that the proximal end has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The pusher wire was found kinked. The main coil zap tip has a smooth surface. The coil was returned stretched and kinked. Dimensional inspection of the pusher wire revealed that it was within specifications. The outer diameter of the zap tip and primary coil were within specifications; however, the number of fiber bundles failed to meet specification.

Event description:
Reportable based on device analysis completed on 12sep2019. It was reported that the coil was stuck in the microcatheter. A 6mm x 20cm interlock coil was selected for use. During the procedure, it was noted that the device was stuck in the microcatheter. The device was removed together with the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed that there were missing fiber bundles.